Event description:
It was reported that the user, after a recent medication change that affected insulin sensitivity, experienced a hypoglycemic event with blood glucose in the 40s and was subsequently guided by their healthcare provider and trainer to contact for assistance; during the call, a factory reset of the ilet system was performed, and the device problem and involved component could not be determined due to insufficient information. Symptoms included hypoglycemia with associated confusion/disorientation and dizziness. Outcomes included no lasting health consequences or impact, with the low glucose corrected using oral carbohydrates. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the medical device problem and specific device component remained undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.